Event description:
It was reported that a single day infusor did not infuse after being filled with 20g of fluorouracil (non-baxter product) diluted with normal saline (non-baxter product) and after being connected to the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured from april 29, 2013 to may 1, 2013. Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation with approximately 50 ml of fluid within its bladder. During visual inspection no flow was observed from the distal luer. During microscopic inspection bubbles were observed in the glass capillaries of the flow restrictor. The reported problem was verified. The cause of the problem was micro air bubbles in the glass capillaries. A CAPA has been opened for this issue. Should additional relevant information become available, a supplemental report will be submitted.